Event description:
It was reported that a patient underwent a sling procedure in 2010. From the onset of surgery, the patient experienced pain and could not walk or sit without pain. Over the second year following the procedure, the patient experienced pain in the groin, lower back and right leg. The patient was seen by a rheumatologist and told she had high inflammation markers. The patient was prescribed medication for nerve pain and inflammation. The patient was referred to a gynecologist for pelvic pain and on exam, the patient had a cystocele ii and rectocele ii. The patient also complained of pain during intercourse. The patient is scheduled to see a urologist later in the month to discuss mesh removal. No further information was provided.

Manufacturer narrative:
(B)(6). (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of (B)(4).